Manufacturer narrative:
On 10/5/2017, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where coagulum formed on the catheter tip. Upon receipt, the catheter was visually inspected, and dark material was stuck on the catheter tip. The catheter was then evaluated for electrical resistance, and the thermocouple test failed. Further examination revealed that the thermocouple wires were broken at the tip section, creating an intermittence of temperature. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. The thermocouple failure is detectable in production, mitigating catheters with this failure from reaching the costumer. However, in spite of the controls put in place during the manufacturing of a device, inadvertent polyurethane wicking on thermocouple wires can cause them to break in the field or during a procedure because of catheter fatigue. This is an inherent limitation of the design. This failure does not represent any patient safety impact.

Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future, we will reopen the complaint and perform the investigation as appropriate. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No:(B)(4).

Event description:
It was reported that a patient underwent a pulmonary vein isolation procedure for atrial fibrillation with a thermocool smart touch bidirectional catheter where coagulum formed on the catheter tip. At the end of the procedure, the physician removed the catheter from the patient¿s body and found that coagulum was present on the catheter tip. It was noted that there were no abnormal spikes in temperature or impedance. No patient consequences were reported. No neurological symptoms presented post-procedure. The generator was being used in temperature control mode with cutoffs of 50°c, 30w and 250 ohms. The temperature/impedance/power values at the time of coagulum formation are unknown, as it is not known when it was formed. There were no issues with catheter temperature or flow. No anticoagulants were in use. The physician did not consider the buildup to be excessive, nor did he/she assess any additional patient risk because of its presence. No error messages presented on any biosense webster equipment during the procedure. Coagulum exhibits poor adherence to catheters, making it a potential source of embolism. As a result, this event is MDR reportable.